Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload and the sureform 45 stapler instrument to perform failure analysis. The sureform 45 white reload was analyzed and found to have multiple staples undeployed, still seated in the pusher pocket. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The sureform 45 stapler instrument displayed no signs of physical damage upon visual inspection. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues 2 of 2 attempts. The instrument fired successfully using a sureform 45 white reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the logs was attempted but no logs were available. The instrument was fully functional. There was no problem detected. The staple logs for this procedure were reviewed. The logs show the sureform 45 stapler instrument was installed on the system 2 times and fired 2 white reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, a sureform 45 stapler instrument fired a sureform 45 white reload and formed an incomplete staple line. This was the second firing where the surgeon was attempting to expose one of the larger branches of the veins and part of an artery. The surgeon mobilized around the vein and got the sureform 45 white reload around it. As it was firing, the hilum started excessively bleeding. In attempts to control the bleeding, the surgeon tried to grasp at tissue proximally, however it was unsuccessful. Due to all the blood, it was unclear whether staples actually deployed and formed. The surgeon confirmed there was no problem with loading or inserting the reload and no error messages when the firing event occurred. The surgeon could not recall the stapler having any issues opening when removing the stapler. The procedure was converted to open surgery, and the surgeon was able to control the bleeding, take the rest of the hilum, and close up. The patient lost about 1 liter of blood and received 2 units of blood. Post operatively, the patient was transferred to the intensive care unit (ICU); not for instability but rather for close observation. The surgeon reported the patient is doing fine now.